Manufacturer narrative:
In response to FDA report number mw5089737. The events of seroma-late, lymphadenopathy, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "increased fluid, swelling, enlarged internal mammary chain lymph node, capsular contracture," baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via regulatory agency, a left side "increased pain, swelling, increased fluid, two breast masses, capsule contracture, baker grade unknown, enlarged internal mammary chain lymph node¿, and ¿enlarged lymph node¿. Device has been explanted.